Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon incoming inspection in the warehouse, it was found the sterile package was damaged. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; d10; h2; h3; h4; h6. Visual evaluation of the returned product confirmed the presence of two scratch like indentations on the clear film of the pouch, which did not puncture the pouch. Sterility was not breached. No other damage was noted. Therefore the product is acceptable per acceptance criteria [sterility of the pouch is not compromised]. As the packaging was determined to be acceptable per acceptance criteria [sterility of the pouch is not compromised], a review of the device history records was not performed. Review of the packaging determined that no failure was found as the product is within specification(s). No further investigation or action is required after review. This event is no longer considered reportable. Therefore, the initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.